Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine 12 mg/ml 3.183 mg/day via an implantable pump. It was reported that during the pump replacement on 2026 (B)(6), the physician was unable to aspirate from the catheter access port (cap) but was unable to replace spine segment, so he ended up only revising pump segment. On 2026 (B)(6), he also revised the spine segment which he stated needed to be done. The patient denied withdrawal symptoms since that time. The patient was presented with two-piece catheter made up of two 8784¿s and an 8782 that was 91 cm in length and 0.2 ml. Md removed 44.5 cm from the 91 cm leaving 46.5 cm of the existing catheter which is 0.102 ml. The physician replaced most of the spine segment, but it was noted that not all of the previous 8782 was replaced. The physician placed the new 8782 at t9 and removed 60 cm from the 86.4 cm 8782 leaving 26.4 cm of new spine segment which is 0.058 ml. The 46.5 cm of previous catheter and the 26.4 cm of new 8782 combine to make a new catheter length of 72.9 cm and a catheter volume of 0.16 ml. It was noted that there are now two collet¿s, one in the spine pocket near the anchor, and another in the pump pocket. There were no known environmental/external/patient factors that may have led or contributed to the issue. The cap was successfully aspirated afterwards indicating good flow. The issue was resolved at the time of this report. It was reported that simple continuous was 1.198 mg/day with ptm enabled, allowing for 8 boluses per day, lockout duration of 2 hours, bolus restriction window of 8 boluses per 24 hours, and max daily dose of 3.183 mg/day. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Revised b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 23-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine 12 mg/ml 3.183 mg/day via an implantable pump. It was reported that during the pump replacement on 2026-february 25th, the physician was unable to aspirate from the catheter access port (cap) but was unable to replace spine segment, so he ended up only revising pump segment. On 2026-march-26, he also revised the spine segment which he stated needed to be done. The patient denied withdrawal symptoms since that time. The patient was presented with two-piece catheter made up of two 8784¿s and an 8782 that was 91 cm in length and 0.2 ml. Md removed 44.5 cm from the 91 cm leaving 46.5 cm of the existing catheter which is 0.102 ml. The physician replaced most of the spine segment, but it was noted that not all of the previous 8782 was replaced. The physician placed the new 8782 at t9 and removed 60 cm from the 86.4 cm 8782 leaving 26.4 cm of new spine segment which is 0.058 ml. The 46.5 cm of previous catheter and the 26.4 cm of new 8782 combine to make a new catheter length of 72.9 cm and a catheter volume of 0.16 ml. It was noted that there are now two collet¿s, one in the spine pocket near the anchor, and another in the pump pocket. The physician kept both 8784¿s as in use and marked the old 8782 as ¿partially in use¿ on mstar, the patient will now have two 8784¿s and two 8782¿s registered to her. There were no known environmental/external/patient factors that may have led or contributed to the issue. The cap was successfully aspirated afterwards indicating good flow. The issue was resolved at the time of this report. It was reported that simple continuous was 1.198 mg/day with ptm enabled, allowing for 8 boluses per day, lockout duration of 2 hours, bolus restriction window of 8 boluses per 24 hours, and max daily dose of 3.183 mg/day. The healthcare provider (hcp) has no further information for medtronic.